Event description:
It was reported that balloon rupture and detachment occurred. A non-bsc introducer sheath was inserted. After it was introduced, a 33/7/2/100 equalizer balloon catheter was advanced for post dilatation. However, during the first inflation, the balloon burst. Upon removal of the device, a tear at the ends practically detached from the catheter. The physician completely removed and another equalizer balloon was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag with printed batch lot no. Overall visual revision did not identify failures or evidence that could be lost due to the decontamination process. The device was returned, and a visual examination was observed that the balloon was ruptured and detached. Microscopically, it was confirmed the ruptured and detached of the balloon.

Event description:
It was reported that balloon rupture and detachment occurred. A non-bsc introducer sheath was inserted. After it was introduced, a 33/7/2/100 equalizer balloon catheter was advanced for post dilatation. However, during the first inflation, the balloon burst. Upon removal of the device, a tear at the ends practically detached from the catheter. The physician completely removed and another equalizer balloon was used to complete the procedure. There were no patient complications reported.